Manufacturer narrative:
Serial # was provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in an acute myocardial infarction patient, the console generated an unable to calibrate sensor alarm. It was reported that the mean arterial pressure (map) was 70 mmhg or above, the heart rate (hr) was around 100, and there was no known body movement which could have caused a kink or fracture of the fiber optics in the catheter. An ap waveform was inputted and used from the outside. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in an acute myocardial infarction patient, the console generated an unable to calibrate sensor alarm. It was reported that the mean arterial pressure (map) was 70 mmhg or above, the heart rate (hr) was around 100, and there was no known body movement which could have caused a kink or fracture of the fiber optics in the catheter. An ap waveform was inputted and used from the outside. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in an acute myocardial infarction patient, the console generated an unable to calibrate sensor alarm. It was reported that the mean arterial pressure (map) was 70 mmhg or above, the heart rate (hr) was around 100, and there was no known body movement which could have caused a kink or fracture of the fiber optics in the catheter. An ap waveform was inputted and used from the outside. There was no reported injury to the patient.